Manufacturer narrative:
Product ID: 37713 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator product ID: 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3487a-56 lot# v677338, implanted: 2011 (B)(6), product type lead product ID 3487a-56 lot# v492277, implanted: 2011 (B)(6), product type lead product ID 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3888-56 lot# v684298, implanted: 2011 (B)(6), product type lead product ID: 3888-56 lot# v684298, implanted: 2011 (B)(6), product type lead product ID: 3487a-45 lot# v478097, implanted: 2010 (B)(6), product type lead product ID: 3487a-45 lot# v478097, implanted: 2010 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708120 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Event description:
It was reported, the patient needed a procedure that would require an MRI of her spine. The patient¿s leads were going to be removed so she could have the MRI and then leads were going to be re-implanted.